Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness and the implantable pulse generator (ipg) managed ventricular pacing mode setting is suspected. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.